Event description:
Event reported through clinical follow-up. Valve was removed due to structural deterioration. There was no obvious evidence of endocarditis, however areas from the corresponding annulus were snet to the hospital lab for cultures. The valve was not returned to medtronic.